Manufacturer narrative:
(B)(4). Concomitant products: max ilk ana open ps fmrl 65 rt catalog# 145152 lot# 780850, bmet arcom ap pat w/wire 28mm catalog# 11-150825 lot# 821740, biomet finned pri stem 40mm catalog# 141314 lot# 652620, biomet ilok pri tib tray 67mm catalog# 141212 lot# 223760. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision due to pain, instability, and poly wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed from operative notes received. Device was not received for examination. Primary surgery op notes were not provided. From the revision surgery op notes it was noted that there was presence of clear viscous effusion and synovitis present at the patella. The patella was found to be well fixed and stable. There were flakes of polyethylene that appeared to coming from tibial polyethylene. Also noted that there was mid flexion instability and the poly bearing was taken out without any difficulty. There was significant wear of the poly on the posterior condyle and the remaining inflammed synovium was then removed. The femoral and tibial components were found to be well fixed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.